Event description:
Customer reported that the articulating arm fell from the ceiling. It appeared that the metal plate that is bolted to the ceiling came loose. The technician removed it and no one was hit or injured.

Manufacturer narrative:
The broken arm is being returned to e-z-em for evaluation. A final follow up report will be submitted once our investigation is complete.